Event description:
It was reported that customer received an error where the pump screen is not working properly. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact patient multiple times, but was unable to reach customer, and no additional information was received regarding the outcome of the event.